Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 360-370 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Load fill estimate minimum fill was not verified. Cartridge alarm 1 issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.